Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine visit, interrogation revealed dashes (---) for several parameters. Telemetry could not be established and emergency vvi was unsuccessful in resetting the device.